Event description:
Dr. Reported that two implants failed. Pt is same pt as medwatch report #2023141-1997-00820 & 2023141-1997-00822.

Manufacturer narrative:
Co found one of the components to actually be a 0611 implant instead of the 0609 implant originally reported. No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot number was unavailable from the dr.'s office.